Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, customer accidentally delivered too much insulin due to incorrectly entering bolus values into calculator. Customer's blood glucose level was "low", specific value was not provided. Customer consumed carbohydrates to address the low bg and required 3rd party assistance from emergency medical services (ems). Ems administered intravenous fluids of glucose. Cts advised caller to continue to monitor bg and follow up with hcp for additional assistance as necessary.